Event description:
It was reported that a patient¿s implanted device kept turning off. The patient would feel that her bladder was overactive, so she would check her device with the patient programmer and crank up the pulses and feel it. It was like it had been in an off position and then it would go back on. The patient didn¿t usually check the device every day but had checked it every day for the last four days and it always eventually turned off. The prior night when the patient went to bed it was off so she turned it back on, and in the morning after going out and coming back home it was off again. The patient was checking her device to feel any sort of pulse. The patient was not feeling anything and had the device set at 1.2, and when she used the programmer all of the sudden something kicked in and she felt the throbbing even at 1.2. She didn¿t even have a chance to increase the stimulation and just by synchronizing the unit up against her skin she suddenly felt a pulse out of nowhere. The patient was currently on program 3 but knew she had access to four programs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3093-33, lot# va0ev5r, implanted: (B)(6) 2014, product type: lead. (B)(4).